Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has circuit occlusion. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite. Investigation revealed obstruction on the filter at manifold exit on gde (gas delivery engine). As a resolution the technician cleaned the obstruction and performed calibrations. The gde (gas delivery engine) filters and exhalation valve diaphragm was replaced. The original gde (gas delivery engine) and exhalation valve was re installed and run the ventilator for over an hour with no errors. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.